Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A ticket search by lot identified higher complaint activity; however, no trends were identified. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the alinity I total ¿-hcg reagent lot 51194ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a positive alinity I total b-hcg result of 26.88 miu/ml was generated on (B)(6) 2023 for a patient sample (ID (B)(6)) that tested negative at 0.2 miu/ml using the cobas b-hcg method. The patient was redrawn the same day and results were similar (alinity I total b-hcg result 26.81 miu/ml and cobas result 0.2 miu/ml). The customer is unsure which result is correct, but suspects the alinity result to be falsely positive. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p51-30, that has a similar product distributed in the us, list number 07p51-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a positive alinity I total b-hcg result of 26.88 miu/ml was generated on (B)(6) 2023 for a patient sample ID (B)(6) that tested negative at 0.2 miu/ml using the cobas b-hcg method. The patient was redrawn the same day and results were similar (alinity I total b-hcg result 26.81 miu/ml and cobas result 0.2 miu/ml). The customer is unsure which result is correct, but suspects the alinity result to be falsely positive. No impact to patient management was reported.